Event description:
It was initially reported that the physician's programming system was unable to communicate with a patient's generator. The surgeon was able to communicate with the generator prior to surgery to programing the patient's initials but during the surgery was unable to communicate with the generator. It was confirmed that the handheld was not plugged into the wall, there was no other equipment or lights near the programming system that could be causing emi and there was no electrocautery that was used near the generator. All the connections were checked with the programming system and there was loose connection between the handheld and serial cable adapter. The physician was able to hold the connection tight and complete the case. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. It was noted that when the handheld was received that it did not appear to be a handheld that was issues by the manufacturer and did not have service tag or serial number behind the main battery.

Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.